Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected low battery alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer called stating he has been off her insulin pump for several days because the replacement battery cap that was sent to him did not resolve the earlier issues he was having. Customer's blood glucose is 400 mg/dl. He has been treating with manual injections. He is calling back a second time regarding low battery. The battery did not last longer than one week. The device alarm history showed low reservoir and no delivery alarms. Customer was advised the device needs to be replaced. Nothing further reported.